Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving baclofen (unknown, 83.3 mcg/ml, 31.245 mcg/day) and dilaudid (1.5 mg/ml, .5626 mg/day) via intrathecal drug delivery pump for chronic low back pain and spinal pain. It was reported that event logs showed a motor stall occurred (B)(6) 2018 at 18:00. There was no magnetic resonance imaging or electromagnetic interference as the cause of the stall. A pump refill was done (B)(6) 2018. The patient woke about 0200-0300 (B)(6) 2018 and heard the pump alarming. The patient was on oral meds, was coming back to the clinic on wednesday and depending on what was found then, the next friday may be the pump replacement surgery. There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on 2018-nov-20. It was reported that no interventions had been taken regarding the motor stall as of (B)(6) 2018 as the patient was being checked for an unrelated health issue before scheduling a replacement. The patient was put on oral medications and the pump was put into minimum rate mode. The patient's weight was unknown. The issue was not resolved. No further complications were reported.